Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, fading serial number label and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 99mg/dl at the time of the incident. The customer states area on pump has broken off the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.